Manufacturer narrative:
Continuation of d10: product ID 09100-60 lot# serial# (B)(6), implanted: (B)(6) 2020,explanted: product type lead product ID 09100-60 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead product ID 09100-60 lot# serial# (B)(6), implanted: (B)(6) 2020,explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep stated that the revision had taken place on (B)(6) 2021. The replaced leads were cut in pieces and thrown away. Both leads and the extension on the left side were replaced. The impedances were normal and the stimulation was comfortable in the pain area. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 09100-60, lot#/serial# (B)(6), implanted: (B)(6) 2020, product type: lead, product ID: 09100-60, lot#/serial# (B)(6), implanted: (B)(6) 2020, product type: lead, product ID: 09100-60, lot#/serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) stated that the stimulation was inefficient again. The patient felt unusual prickling sometimes. No cause could be defined. The patient will arrange follow-up with the hospital in january or february. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected data: h6 codes. Device code c53269 had been removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 09100-60 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead h6 codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the diagnostics/troubleshooting performed was telemetry of impedances and then reprogramming. The lead was replaced on (B)(6) 2020. It was unknown which lead was replaced. Two poles of the new lead did not work. The impedances were too high, pole 0 and 40,000 ohms. The device was reprogrammed. The stimulation was better but not optimal.

Manufacturer narrative:
Concomitant medical products: product ID: 09100-60, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 09100-60, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 09100-60, serial/lot #: (B)(4), ubd: 28-mar-2024, UDI#: (B)(4). Product ID: 09100-60, serial/lot #: (B)(4), ubd: 14-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative and out of regulation (oor) error on their patient programmer. Impedances were too high/less on three of 4 poles of the right electrode, too high on one pole of the left side (not effected). On (B)(6) 2020 in the afternoon there had to be an additional revision cause the tip of the right electrode ran in the risk of penetrating the skin. They opened the skin in the concerned area and removed the electrode to the right position using a 14 gauge needle. Impedances of the concerned electrode were ok, only one pol (which was not programmed) on the other side was conspicuous. Additional information received reported that the impedances were still too high and the patient was scheduled for a revision on (B)(6) 2020.